Event description:
It was reported per article of interest literature review that a 78-year-old man implanted with a transvenous implantable cardioverter defibrillator (ICD) after ventricular fibrillation (vf) caused by coronary vasospasm during iliac artery aneurysm surgery had their non-boston scientific pulse generator replaced. Eight months later, purulent discharge from the device pocket was observed, and a fistula became evident, and he was admitted for device extraction and re-implantation of a new ICD. The transvenous ICD was successfully explanted on hospital day four, and fourteen days later an subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. During the first defibrillation threshold (dft) test, the s-ICD failed to detect the vf due to noise, presumed to be electromyographic (emg) artifact, and external defibrillation successfully restored sinus rhythm. The s-ICD was able to successfully detect and convert vf during the second dft test. The physician indicated the emg-related noise prevented detection of vf during the first dft. No adverse patient effects were reported.

Manufacturer narrative:
Oguchi, yasunao, et al. (2026). A case in which ventricular fibrillation could not be detected during defibrillation threshold testing due to noise presumed to be electromyographic signals during s ICD implantation. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026. Cp75.